Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported there was an expected volume of 4.5 milliliters (mls) and at the pump refill no fluid was withdrawn. There was a bruise located on the middle of the patient¿s pump port site. It was noted the patient had inconsistent stories about how the bruising occurred. The nurse reported injecting 5 mls of preservative free normal saline into the pump and drawing out the same amount before refilling the pump as troubleshooting performed. Actions/interventions taken to resolve the issue included the patient would be called in randomly. It was noted the issue was resolved at the time of this report and the patient¿s status was ¿alive no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.